Manufacturer narrative:
Correction: describe event or problem: it was reported that leakage occurred between the bd phaseal¿ connector luer lock (c35) and the needle on three occasions. The time / date and or patient information for these occurrences is unknown. Investigation summary: a device history record review was completed for the provided lot number (1807104). The review did not reveal any documented quality issues during the production process that could have contributed to the reported incident. Investigation conclusion: as neither a picture sample nor a physical sample was available for return, four retained samples of the same lot number were obtained for investigation. The four retained samples were functionally tested and no signs of leakage were observed. Root cause description: based on the investigation results, a definite cause for the reported incident could not be determined. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that leakage occurred between the bd phaseal¿ connector luer lock (c35) and the needle on three occasions. The time / date and or patient information for these occurrences is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the bd phaseal¿ connector luer lock (c35) and the needle.